Manufacturer narrative:
The investigation is currently ongoing. The follow up/corrective actions have yet to be determined. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event. Erroneous high results were generated by the cobas 6000 e 601 module. The events involved a total of 2 patients with erroneous elecsys cortisol ii results. The patients' ages were requested but were not provided. The patients' genders were requested but were not provided. The patients' weights were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
The investigation for the event did not identify a product problem. The cause of the event could not be determined.